Event description:
A caller reported that the cartridge was not fitting properly on the pump, resulting in the customer's blood glucose level rising to 551 mg/dl. The customer managed the situation by using a correction injection via mdi and did not require third-party assistance. Technical support instructed the caller on inspecting and cleaning the pump, which led to the successful reloading of the cartridge and resumption of insulin therapy. Additionally, a replacement for the cartridges was requested, and technical support agreed to send a goodwill order.